Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator sent in a log file that revealed a low flow hazard event associated with a pump stop. The system controller did not lose power and the system clock did not reset. The pump recovered immediately and resumed normal operation. No other adverse events were recorded.

Manufacturer narrative:
The patient remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of a low flow alarm associated with a pump stoppage was confirmed based on the analysis of the log file provided by the account; however, a specific cause for this event could not be determined through this evaluation as the lvad remained in use. The instructions for use contains information regarding all of the system controller's warning lights and sounds, and the proper actions associated with them. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.